Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appeared to be related to the use of the device. One 5 fr tl powerpicc solo was returned for investigation. The catheter extended up to the 15 cm depth marker. Manipulation of the catheter revealed it to preferentially kink near the 0 cm depth marker and distal to the hub. The lumens were flushed with water using a 12 ml syringe and a leak was observed when flushing the white lumen. The leak occurred near the proximal end of the catheter. Microscopic observation of the preferential kink locations revealed material wrinkling around the catheter surface. A longitudinal split in the catheter was observed and coincided with the material wrinkling present at the proximal section of the catheter. The damage characteristics is consistent with damage caused by repeated kinking of the catheter. The catheter was cut near the 0 cm depth marker and the wall thickness was found to be within specification. The product IFU cautions, "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen" and "caution: the catheter must be secured in place to minimize risk of catheter breakage and embolization."

Event description:
It was reported that the PICC was leaking so had to be removed/replaced. Near the hub of the PICC, leaking began and the catheter appeared kinked/damaged.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2331 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking so had to be removed/replaced. Near the hub of the PICC, leaking began and the catheter appeared kinked/damaged.